Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified popliteal artery (pop) to superficial femoral artery (sfa). A 4.0mm x 15mm wolverine cutting balloon monorail was selected for endovascular thrombectomy (evt). During the procedure, the balloon ruptured upon third inflation at 14 atm and a vertical rupture was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.